Event description:
A customer contacted baxter technical svc center regarding a system error 2240 alarm during drain 2/4 while using the home choice system. The home pt accidentally became disconnected during therapy and was advised to call the nurse. The home pt will do manuals in the morning. The home choice was operational. No pt injury or medical intervention was indicated at the time of the initial report.